Event description:
A caller reported experiencing an alarm 2 followed by an alarm 26 due to an occlusion issue. There was no information available regarding any adverse impact on the customer's blood glucose levels. Customer technical support (cts) provided several instructions to assist the caller, including disconnecting and reconnecting the tubing and delivering a bolus. Despite these efforts, occlusion alarms persisted, and a ball of insulin was noted. The pump cartridge showed no visible damage. Ultimately, cts assisted in filling and loading a new cartridge and decided to replace the pump as it was under warranty. The caller was instructed to use multiple daily injections (mdi) as a backup therapy. The caller was also advised to return the problematic pump using a pre-paid label and understood how to put the pump into storage mode before returning it.